Event description:
It was reported the patient presented in the hospital. Upon interrogation, it was observed the patient's right atrial lead was failing to capture and had a high pacing impedance. The lead was explanted and replaced. The patient was in stable condition.